Event description:
Crd_(B)(4) - sh device, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm epic plus supra valve was chosen for implant. Post-procedure on same date, patient experienced persistent post-operative anemia. On (B)(6) 2026, patient had acute kidney failure. On (B)(6) 2026, patient received blood transfusion, dialysis, and shaldon catheter. Patient developed pleural effusion on (B)(6) 2026 which was surgically treated with pleural puncture. It was also reported patient developed rising infection markers on (B)(6) 2026 and was treated with medication.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.